Event description:
Report from customer that handpiece wouldn't cauterize and when the doctor attempted to activate the device, he was shocked. No error message from the generator. Another device was utilized and it worked fine. Report that there was no impact to pt and doctor was ok (seeking additional info from hospital).

Manufacturer narrative:
Device in question is expected to be returned to MFR but has not been returned as of yet. Hospital has been contacted via writing and asked to provide additional info concerning event.